Event description:
Patient's IV in place <24 hours. Rn noticed that the patient's IV was leaking blood onto the patient's sheets. IV was noted to be intact with blood leaking from around the connection of the tubing into the yellow and blue cap. The rn attempted to flush the IV with normal saline, also noting that it was leaking at this joint. IV had to be removed and a new IV started. The patient was not negatively impacted with the exception of having to have a new IV.